Event description:
The customer reported via phone call that they had a sensor error alarm with their sensor. The customer's blood glucose was 422 mg/dl. The customer stated the alarm occurred during initialization. It was also found the customer's sensor was expired. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.